Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room with loss of capture. The chest x ray revealed that the lead had pulled back. The lead was successfully repositioned.